Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, hypoglycemia, dehydration, vomiting, pain, abdominal, and malaise treated with manual injection/insulin pen, IV insulin drip (intravenous insulin infusion), and emergency room visit. The customer reported a blood glucose value of 600 mg/dl when admitted to the hospital and a current blood glucose value of 140 mg/dl. The event involved product(s) mmt-441ag, mmt-342, mmt-1884l. The customer reported an insulin flow blocked alarm (past/resolved event). The issue was resolved. The customer reported low blood glucose but has not been using the insulin pump system within 48 hours of the reported low blood glucose events. The customer called for an issue not covered by existing troubleshooting guides for the general documentation. No further patient complications were reported. No product return is required for mmt-441ag. No product return is required for mmt-342. The customer will discontinue using the device. Mmt-1884l was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The thump and carelink software was utilized and downloaded trace/history files properly. In further full review found multiple no delivery alarms in the pump history on 10/15/2024 from 14:56:34.000 until 15:47:53.000 during bolus and basal deliveries. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. No unexpected no delivery alarm/insulin flow blocked during testing. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (22.1 mv). The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay during the visual inspection. In summary, pump passed all required testing. Unable to verify customer alleged for high bg. The force sensor is within specification. Insulin flow block alarm/no delivery alarm was recorded in the pump history, however, insulin flow block alarm/no delivery alarm was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.